Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the redundant medical grade power supply (mgps). The system was tested and verified as ready for use. Isi received the mgps unit involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The power supply was installed and tested on the in-house test system. The system started up without error; however, the auxiliary fan #2 produced noise. The mgps was over 2.8 years old. The part is approaching its end of usable life due to expected wear and tear. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an unspecified activity, the customer initialized the surgeon side console (ssc); however, it was unable to switch on. Intuitive surgical, inc. (Isi) performed a preliminary log review and error faults occurred shortly after powering on, prior to the start of procedure and procedure was started with one ssc. Isi sent multiple attempts for additional information and new information was received on 22-mar-2022: the issue was identified during a da vinci-assisted thymectomy surgical procedure. The patient was under anesthesia and ports were placed. There were no issues noted during system setup. The system functionality was checked upon power up and no error occurred. The site tried to reboot the system, check the ssc breaker, try the power cable in different sockets with no resolve. The customer had to disable/disconnect ssc2 in order to start the procedure. The procedure was completed robotically using only one console with no delay. There was no patient injury. The site planned to use a dual ssc. The second ssc did not turn on due to an unspecified non-recoverable error, so they were only able to use one ssc during the procedure. Additionally, due to its privacy policy the hospital does not provide patient demographics nor any relevant tests and patient history.